Manufacturer narrative:
Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. No concrete root cause can be drawn based on the available information. However, it is likely that the reported event is related to the known implantation issue which is further described in (B)(4). Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Therefore, zimmer gmbh considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2017-01873.

Manufacturer narrative:
Additional information was received on january 12, 2018. Since this case is related to the issues for which zimmer implemented a corrective action which was reported to the FDA in july 2008 as correction z-2415/2426-2008, there will be no further investigation. (B)(4).

Event description:
It was reported that the patient was implanted a durom acetabular component 54/48 code n on the right side on (B)(6) 2009. Later on (B)(6) 2017, patient experienced pain, allergy and MRI confirms osteolysis, elevated metal ions, soft tissue tumors and wear around the hip implant. Thus patient underwent for open biopsy and debridement process. No products were explanted.

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation as it is still implanted. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted an unknown durasul hip implant on an unknown side on an unknown date. A revision surgery is in discussion due to metallosis and soft tissue tumor around the implant.